Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life w/ damage) issue. Reportedly, there was a battery life issue and damage to the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/06/2016 with the following findings: the pump's black box showed evidence of short battery life with voltage drops resulting in battey alarms. The battery cap was able to tighten to the pump however the slot on top of the battery cap was damaged making it difficult to use. The battery compartment was cracked. There was evidence of moisture contamination inside the battery compartment and on the underside of the battery cap. The audio bolus button was torn, but still responsive. The clip insert was damaged. The pump's current draws were within specifications.